Manufacturer narrative:
The reported event of the tip cover falling off was confirmed. Based on subject matter expert consultation, the tip cover can fall off if damaged or installed incorrectly.

Event description:
It was reported that the s101 ms lp tip set was used in a hepatectomy when the tip cover came off from the joint. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the s101 ms lp tip set was used in a hepatectomy when the tip cover came off from the joint. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Based on a review of this device, the product is not reportable under FDA cfr part 803. This device, or similar device, is not manufactured, marketed, or distributed in the united states. No report needed to be filed.

Event description:
It was reported that the s101 ms lp tip set was used in a hepatectomy when the tip cover came off from the joint. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.